Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right below the knee vessel. A 4.0mmx30mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilatation. However, during the first inflation at below rated burst pressure, the balloon ruptured. The device was removed and the procedure was completed with a non boston scientific device. There were no patient complications reported and the patient was good post procedure.